Manufacturer narrative:
The fraxel treatment tips do not delivery any energy and no treatment data is stored on the tip itself; there is no information to gather from their return. The exception to this would be if the fraxel tip plastic housing or component scratched the patient. For other reported events, tips are not a viable source of evaluation data. The system has no system/data logs that can be reviewed. The system has software safeguards (such as a power on self-test) that will trigger error/event codes should system be outside of acceptable limits. The customer can also utilize the burn paper to confirm system laser is providing correct pattern/coverage. The customer performed burn paper test and sent it to product support for review. The review of the burn paper showed proper pattern/coverage. The plant evaluation is underway.

Event description:
A user facility reported that after a laser procedure on a patient's face with a low scar setting, the patient reported experiencing oozing in the treatment area. The treating physician described the event as a staph infection and started treating the patient with antibiotics, including: bactroban 2% ointment tid x5 days and silvadene 1% cream qhs x5 days. The affected area was noted as the left cheek, lateral orbital region and chin. The outcome was reported as no permanent damage being visible. However, the patient reported to a dermatologist and was diagnosed with a laser burn. Available pictures were reviewed by the medical reviewer and two pictures prior to the procedure show two scarred areas, including one next to the eye and one on the cheek (both same side of the face). The next two pictures (post procedure after 3 days antibiotic therapy) show erythema as visible on the area near the eye and a wound that is visible on the scarred area on the cheek - with some abrasions near the chin. Two other pictures on the 4th day of antibiotic therapy show wounds are healing next to the eye and on the cheek area; however, the abrasion in chin area remains the same. It is reported that there were overlapping of passes and that there were no system errors. Nor did anything out of the ordinary occurred during the treatment. This the first time the treatment tip was used and that a burn paper test was performed with normal results.

Manufacturer narrative:
It was reported that no permanent damage to the patient occurred due to this event. Since there is no information to gather from the tip or system, the failure mode could not be confirmed. According to fraxel user guide, burns and infections are possible complication of fraxel treatment. Blistering or burns may develop over the treated areas. A risk of infection exists whenever the skin is wounded. The possibility for infection exists even with non-ablative fractional laser devices such the fraxel 1550, fraxel 1927 or fraxel dual 1550/1927 laser systems. If observed, infection should be treated appropriately with topical and/or systemic medications. A review of the manufacturing records showed all requirements were met. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action is required.